Event description:
It was reported the patient is experiencing pain at the ipg site due to possible ipg movement. A sjm representative met with the patient and it was determined the pain is not severe enough to address the issue surgically.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.